Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while shoveling snow, the patient got shocked several times. It was further reported that the patient was in rapidly conducted atrial fibrillation (af) and the physician confirmed the patient was in rapid ventricular response. It was noted there were two treated episodes, the first for af and the second due to rapid conducted af. However, the morphology of the second episode had changed due to the patient possibly becoming ischemic and the episode appeared more like ventricular tachycardia (vt). The patient was being considered for an ablation procedure and the device remains in use. No further patient complications have been reported as a result of this event.